Event description:
Prismaflex is said to have produced an incorrect pt fluid removal. Set pt fluid removal rate was 0ml/h, but on the display there was a pt fluid removal seen of ca.8ml after two minutes.